Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic procedure. The circular stapler was used for the anastomosis. The anvil could be tilted after firing and the anvil was not bent. Post operatively the anastomosis failed and there was a leak. The patient had to be readmitted, a second operation was performed, and diverted to colostomy bag. This resulted in permanent injury. The event lead to or extended the patient's hospitalization time. The patient outcome is reported as alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic colon resection procedure. The circular stapler was used for the anastomosis. The anvil could be tilted after firing and the anvil was not bent. Post operatively the anastomosis failed and there was a leak. The patient had to be readmitted, a second operation was performed, and diverted to colostomy bag. This resulted in permanent injury. The event lead to or extended the patient's hospitalization time. The patient outcome is reported as alive, with injury.